Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. The customer would add insulin to the existing cartridge to resolve the issue. Tandem technical support educated customer that this is off label use for the cartridge. There was no reported adverse effect to the customer's blood glucose level.